Manufacturer narrative:
No malfunction of motorized wheelchair suspected. It was reported that end user was struck by a motor vehicle while operating the motorized wheelchair at a crosswalk on a roadway. The owner's manual warns, "do not drive your mpv4 on the roadway or public streets".

Event description:
Reportedly, while operating the motorized wheelchair at a crosswalk, the end user was struck by a motor vehicle. Allegedly, as a result of the inciden,t the end user was hospitalized.